Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The power station was scrapped per customer's instructions as the unit was damaged beyond repair. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an external power station connected to an astral device was not charging. There was no patient harm or serious injury reported as a result of this incident.